Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during creation of flap a surgeon was observed a thin flap (the flap was thinner than intended) and the flap was tore in the unknown eye of a patient during refractive surgery. The surgery was completed after changing to a new product. Current patient condition is unknown.